Event description:
Complainant alleged that during a rescue helicopter transfer of a (B)(6) male pt with myocardial infarction, the device was powered off and then powered back on after approx five seconds. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.